Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer attempted to resolve the occlusion alarms by changing their infusion set site but the occlusion alarms continued. The customer changed out all of their pump supplies resolving the occlusion alarms. The customer experienced a blood glucose (bg) level of 700mg/dl and large levels of ketones. The customer delivered correction boluses and administered manual injections to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.